Manufacturer narrative:
Failure event observed during analysis showed a visual inspection of lead ports found medical adhesive (silicone) had migrated into the lead 9-16 port, resulting in the lead port being obstructed.

Event description:
It was reported that during a perm implant on (B)(6) 2019, the set screw on the ipg header would not loosen. As a result a different ipg was used to complete the procedure. Additional information received indicated that during the device analysis, excess silicone material was found in header port 9-16.